Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain and fever. The patient was treated with kefzol and fortum ip (doses and frequencies not reported) for the peritonitis. The cause of peritonitis was not reported. The patient recovered.